Manufacturer narrative:
(B)(6). Device is combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 4.00x20 synergy drug-eluting stent, it was noted that the stent struts were damaged and impossible to use. No patient complications were reported and the patient's status was okay.